Event description:
It was reported that the patient was seen for changes in high voltage impedance values. After a second successful dft test, noise was observed on the low voltage portions of the defibrillation lead. Device manipulation within the pocket reproduced this noise. A lead issue was suspected. The device and lead were both replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of noise after dft testing was not confirmed. The cause of the noise and impedance anomaly observed in the field was not conclusively determined. The device testes normal.